Event description:
Clinical study. It was reported that following a coronary artery stenting procedure, the pt experienced in-stent restenosis. The target lesion was a 3.50mm, 75% stenosed, 25mm long portion of obtuse marginal branch of the left circumflex (om lcx). The physician treated the lesion with pre-dilation, and deployment of a taxus express2 3.50x28mm study stent and post-dilation. Residual stenosis become visually 25% diameter stenosis. The pt was discharged without complication 4 days later on bayaspirin, panaldine and plocyline. At 367 days after the index procedure, 90% restenosis was confirmed in dist lcx. At 74 days later, coronary artery bypass grafting (CABG) was performed. The pt was discharged 21 days later.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.